Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the complaint device, 2.7mm universal drill guide (part no- 323.26, lot no- l536266) was returned to cq west chester for investigation. The drill guide had broken on one side and an unknown substance was found to be used to put it back together. Service and repair evaluation: the customer reported the 2.7mm universal drill guide was found broken while in surgery. The repair technician reported the fixed side of the drill guide was broken and unknown substance was used to fix it to the drill. The cause of the issue could not be determined. The reason for repair is damaged component. The item is being scrapped as it could not be repaired per the inspection sheet and will be forwarded to customer quality. The evaluation was confirmed. Document/specification review: based on the date of manufacture, the current and manufactured version of drawings were reviewed. Dimensional inspection: it is evident from the visual inspection that the drill guide had broken, hence a dimensional inspection was deemed irrelevant. The complaint can be confirmed based on the available information. Investigation conclusion: the universal drill guide had one of its side broken and the broken part was fixed to the guide using a foreign substance. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H6: a device history record (DHR) review was conducted: part: 323.26, lot: l536266, manufacturing site: hägendorf, release to warehouse date: 27.october 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during veterinary surgery, the 2.7mm universal drill guide was found broken. No further information provided. This report is for (1) 2.7mm universal drill guide this is report 1 of 1 for complaint (B)(4).